Manufacturer narrative:
The technician replaced the old caster to repair the stretcher.

Event description:
Information received indicates the caster would lock and hold in brake, but if pressure was added on the caster side it would rotate.